Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a stuck select button. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad.